Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose of 453 mg/dl. The customer stated she accidentally locked the keypad on the insulin pump. Customer was assisted with unlocking the keypad and she was able to treat with bolus. Customer declined troubleshooting for high blood glucose.